Manufacturer narrative:
No button error alarm noted. Insulin pump has intermittent button response due to moisture damage on keypad traces. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and loose/shifted end cap sticker noted.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 146 mg/dl or 164 mg/dl. Customer reported the device was in her bra and the buttons may have been pressed, as a significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.